Event description:
The hcp reports a pt experienced extreme grogginess, lightheadedness and nausea in july, 2006 while traveling at high elevation. The symptoms stopped at lower elevation overnight and the pt reported being better (feeling normal) the next day. It is unk what drug is used in the pump. No pt treatments or device troubleshooting was performed. The pt recovered without sequela. The hcp reports informing the pt upon implant that travel at high altitudes should not be attempted without having the pump turned down first. The hcp requests add'l info on this type of event from the MFR.